Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented due experiencing pacing spikes and palpitations. It was also reported that the right ventricular (rv) lead exhibited oversensing, high rate episodes observed as noise, unable to detect rwaves, and unable to capture. The rv lead was turned "off" and remains in the patient. Physician decision for 48 hour holter monitoring to reassess for possible system replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).